Manufacturer narrative:
File a 30-day MDR. An assessment was conducted. The event is still considered reportable under FDA's regulation. Reporting for due diligence: the customer stated that the cause of the injury is unknown and chose not to respond to follow-up questions regarding the complaint to soclean and the possible connection between the device and the injury. Additionally, the customer declined provide a serial number (sn) for the device. It has been identified that the customer did not follow the proper handwashing procedure as outlined in the instructions for use (IFU). The required term/code for this report was unavailable. Since the customer did not return their device, a component code for annex g could not be found. As this field was mandatory, the entry "appropriate term/code not available" was used instead.

Event description:
Customer reports having a sinus infection. The md was seen and the customer received an unspecified antibiotic.